Event description:
It was reported that after an ablation procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitudes and sensing issues. Subsequently, the s-ICD inappropriately delivered shock therapy due to oversensing. The s-ICD system was reprogrammed, and this electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Correction: d6b explant date added.

Event description:
It was reported that after an ablation procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitudes and sensing issues. Subsequently, the s-ICD inappropriately delivered shock therapy due to oversensing. The s-ICD system was reprogrammed, and this electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that after an ablation procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitudes and sensing issues. Subsequently, the s-ICD inappropriately delivered shock therapy due to oversensing. The s-ICD system was reprogrammed, and this electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system remains implanted and out of service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 codes added correction: d6b explant date added.

Event description:
It was reported that after an ablation procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitudes and sensing issues. Subsequently, the s-ICD inappropriately delivered shock therapy due to oversensing. The s-ICD system was reprogrammed, and this electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.